Event description:
It was reported that the lead may be fractured. The patient experienced several shocks over a weekend. The patient requested to have the device turned off for at least the next 3 months. The patient is not pacemaker dependant. This request was granted and detections are reported to be turned off as of (B)(6) 2010. The device is still implanted and in use. No patient complications have been reported as a result of this event. It was additionally reported that the lead showed a rapid rise in impedance on the pace sense, right ventricular coil, and superior vena cava (svc) coil. It was also noted that there was a trend of varying impedances, no capture at maximum outputs, and high impedance on all configurations. The lead was capped and replaced. It was further reported that the lead had unacceptable threshold.

Event description:
It was reported that the lead may be fractured. The patient experienced several shocks over a weekend. The patient requested to have the device turned off for at least the next 3 months. The patient is not pacemaker dependant. This request was granted and detections are reported to be turned off as of (B)(6) 2010. The device is still implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated high ventricular impedance/resistance as well as interference/noise. The rv pace impedance measurement was in the 400 - 500 ohm range until the last three days of the record ending (B)(6) 2010 when the first value was not taken and the last two were infinite values. The lifetime ventricular sensing integrity counter is 1495 and all but four of these counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated high ventricular impedance/resistance as well as interference/noise. The rv pace impedance measurement was in the 400 - 500 ohm range until the last three days of the record ending (B)(6) 2010, when the first value was not taken and the last two were infinite values. The lifetime ventricular sensing integrity counter is 1495 and all but four of these counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.